Event description:
A doctor reported that two patients presented anterior capsular fibrosis after intraocular lens (iol) implant. A yag anterior capsule was scheduled for one of the patients. Additional information has been requested but not received to date. This is one of two medical device reports being filed for this facility. This report is for the first patient.

Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Not enough information was provided from the account for further investigation. Additional information has been requested but not received to date. (B)(4).